Event description:
Medtronic received information that battery cap cracked/damaged, blank display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S.w version 4.10e. The pump was received with a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was received with normal operating currents. The pump was monitored for several hours and no unexpected powering off or blank display noted.